Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00689.

Event description:
It was reported that the mating hex feature on a screw stripped and the tip of the corresponding driver twisted while installing a screw into hard, sclerotic bone during surgery. The screw was removed and replaced with an alternative screw and an alternative driver was used to complete the procedure. There were no reports of patient impacts associated with this event. This is report one of two for this event.